Event description:
It was reported that the device was suspected to have migrated causing the ra and rv leads to have slightly changed position. The rv lead dislodgement was observed to cause r wave amplitude variation. The patient received inappropriate therapy as a result of af with rapid ventricular response. The physician elected to reuse the atrial lead and to cap and replace the rv lead. The device was explanted. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory. The patient was reported to be asymptomatic before, during, and after the procedure.

Manufacturer narrative:
The device was electively explanted due to advisory. Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction. The device was tested on the bench and no anomalies were found.